Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit did not have a display ramping on its own. The unit had minor scratches on the lcd window, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. (B)(4)

Event description:
The customer called in to report a frozen display and a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 103 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.